Event description:
It was reported that the device was used during a laparoscopic nephrectomy to transect the renal vein. The instrument partially fired the staples. The case was completed with a similar device. There was no patient consequence.